Manufacturer narrative:
(B)(4). The product was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities or exceptions issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. It should be noted that the reported patient effect of stroke is listed in instructions for use (IFU) emboshield nav6 embolic protection system as a known patient effect associated with the procedure. The investigation was unable to determine a conclusive cause for the reported deployment issue and stroke. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is not returning for analysis. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that a carotid angioplasty procedure was performed using the emboshield nav 6 embolic protection device (epd). Post procedure, the patient had a stroke. It was believed that the epd did not open during the procedure. The patient is in stable condition and the event required prolonged hospitalization. There was no additional information provided regarding this issue.